Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Verified system meets specifications for kv tracking. Dose rate, resolution, and kv accuracy. Ensured all cabling and connections were secure. Advised operator of proper technique and operation of auto pluoro and auto contrast functions. The system was found to be working as intended in all aspects. System placed back into service.

Event description:
It was reported that the system 9800 produced poor quality images. There was no adverse patient involvement report. There was no patient information reported.